Event description:
The one-step 5 french 7c 8mm catheter was being used during a radiological procedure- the provider noted that the catheter was not draining during a routine therapeutic paracentesis- doctor removed the catheter and discovered that the tip of the catheter was no longer present- ultrasound showed that the tip was retained and present in the sq tissue of the rlq of the abdomen- surgery was consulted and scheduled- unfortunately, neither the packaging or the catheter itself was saved by the diagnostic radiology staff.